Manufacturer narrative:
Section a1 - patient identifier complete entry = sample 1 and sample 2 all available patient information was included. Additional patient details are not available. The complaint investigation for falsely decreased patient results when using alinity c carbon dioxide, lot numbers 66500uq06 and 66642uq07, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed, as returns were not available. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Manufacturing documentation for the likely cause lots was reviewed and did not identify any issues. Device history record review on lot numbers 66500uq06 and 66642uq07 did not identify any non-conformances or deviations with the likely cause lots. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity c carbon dioxide, lot numbers 66500uq06 and 66642uq07, was identified.

Event description:
The customer observed falsely decreased alinity c carbon dioxide results for one patient with a history of igg k paraprotein. The following data was provided: sample 1 initial result, on (B)(6) 2025 with serial number (B)(6) and lot number 66642uq07, was 12 mmol/l sample 2 initial result, on (B)(6) 2024 with serial number (B)(6) and lot number 66500uq06, was 12 mmol/l the patient¿s previous results were provided: (B)(6) 2025, at a different site, result was 14, repeat, on a radiometer analyzer, was 28.3 mmol/l; (B)(6) 2024, at a different site, result was 17, repeat result, on a radiometer analyzer, was 25.4 mmol/l; (B)(6) 2010 result with a roche assay was 8, repeat, on the gem, was 27. There was no impact to patient management reported.